Event description:
It was reported that the asymptomatic patient presented in clinic for a believed scheduled follow up. Upon interrogation, the right ventricular lead and left ventricular lead exhibited no capture at max output. Both leads were noted to be dislodged due to the patient's twiddler¿s syndrome. During lead revision, the stylet would not enter the right ventricular lead. The guidewire would not enter the left ventricular lead. Both leads were explanted and replaced. The patient was stable throughout and will be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.